Manufacturer narrative:
The patient is asymptomatic, and no revision case is planned at the time of this evaluation. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time, and the hazard will continue to be monitored.

Event description:
It was reported that a resonate plate was used on a two level acdf. Post op a metal fragment was noticed anterior to the plate and a screw is backing out.